Event description:
During a follow up, high pacing impedance on the right ventricular (rv) lead was noted. During the lead revision, the helix could not be extended again after it was retracted. The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. Visual inspection revealed the helix to be retracted and clogged with blood. X-ray examination revealed an over-torqued inner coil consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix could be extended and retracted. The cause of the inability to extend the helix was isolated to the helix being clogged with blood and the over-torqued inner coil.